Event description:
It was reported that patient observed "weeping" from the pocket of the cardiac resynchronization therapy defibrillator (crt-d) and as a result, the device was re-implanted and buried deeper in the pocket. It was noted that the wound was not healing after the operation, however, the patient refused to have a second operation to bury the device deeper again. Approximately three months later, the patient went to the hospital and the physician suggested replacement of the system, however, there was difficulty in explanting the device and the operation was aborted. Approximately six months later, the patient received a replacement procedure and a new crt-d was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.